Event description:
It was reported that there was a gradual impedance decrease on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, implanted: (B)(6) 2001; 1284 competitor implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2001. (B)(4).